Manufacturer narrative:
Analysis of the pump revealed a low battery reset with an undetermined root cause.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from the manufacturing representative, regarding a 43 year old female patient receiving an unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. The concomitant medications and patient history were not reported. On 2016-01-02, it was reported that there was a critical alarm and the patient was unable to give herself a bolus. The health care provider (hcp) interrogated the pump which indicated the "safe state." The hcp reprogrammed the pump and sent the patient home. The patient had called back later the same day, indicating that the pump was alarming again. The patient was headed back to the hcp office, where they would interrogate the pump and check the event logs. It was unknown if the event logs were checked. No symptoms were reported. It was noted that the patient had oral medications that they can take if needed. Additional information received from the manufacturing representative reported that the hcp had the patient on the surgery schedule for a pump replacement on (B)(6) 2016, and was unsure if the event logs were read. No further information was available at the time of this report. The initial reporter, drug, troubleshooting/actions/intervention s/cause/resolution related to the pump in safe state and unable able to give a bolus remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative. It was reported that the initial reporter was a physician.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
Additional information was received from a representative. The pump contained morphine sulfate 30 mg/ml at 0.175 mg/day; baclofen 60 mcg/ml at 0.350 mcg/day; and droperidol 10 mcg/ml at 0.058 mcg/day and was infusing at minimum rate. The pump was still actively alarming. The pump logs had been read on 2016-jan-20 and revealed the pump was in safe state. A reset occurred, a low battery reset occurred, and the pump was in safe state. This all occurred on (B)(6) 2015 at 21:41. A motor stall recovery occurred on (B)(6) 2016 at 15:10; however, the logs did not display an initial motor stall. Another reset, low battery reset, and safe state occurred on (B)(6) 2016 at 16:12. The estimated eri was in 4 months. The patient reportedly heard a critical alarm on (B)(6) 2016. The doctor did not read the logs, though they stated the patient was fine. They stated the pump was replaced on (B)(6) 2016. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.